Event description:
It was reported that there was a malfunction on the pump, identified by an error code, which the customer self-resolved through online research. There was no reported impact to the customer's blood glucose level. Customer was advised by technical support to document the issue formally for record-keeping, even though it was self-resolved.